Event description:
The customer reported that air was no longer escaping at the distal end of the subject device. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the acoustic lens was scratched and damaged, and there was foreign material in the air/water nozzle. This report is being submitted for the malfunctions found during evaluation of the device (damaged acoustic lens and foreign material in nozzle). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (air would no longer escape at the distal end) was not confirmed or duplicated. It was observed that air/water was able to push forward though the distal end. However, the amount of water contact was out of specification due to clogged nozzle. In addition, service found the celling plate was deformed, the switch button #1 was cut, the scope cover was cracked, the grip was deformed, the control unit was deformed, the paint on the air/water cylinder was peeled, the paint on the suction cylinder was peeled, the lock engagement lever was scratched, the cover joint was discolored due to water leakage, there was a leakage due to a pinhole in the bending section cover, the insulation resistance value was out of specification due to detachment of the acoustic lens, the number of missing element was out of specification due to damaged ultrasonic cable, the displayed ultrasonic image was defective due to scratched acoustic lens, the displayed ultrasonic image was defective with missing elements due to damaged ultrasonic probe, the adhesive on the bending section cover was discolored, the connecting tube was deformed, the bending tube was damaged, there was a leakage due to buckling of the ultrasonic cable, the usc case was deformed, and the universal cord was scratched. The frame #260, the inner shield, and the out shield was corroded due to water leakage. The bending angle in all directions was out of specification, and there was play in the up/down angulation knob, due to wear of the angulation wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue.

Event description:
Additional information was received regarding the reported issue (air was no longer escaping at the distal end of the subject device): the device was tested before use, prior to the procedure. The issue occurred during an unspecified diagnostic procedure. The intended procedure was successfully completed, but under difficult conditions due to insufficient air leakage. There was a delay in the procedure; however, there was no clinical impact on the patient due to the delay. There was no injury or other harm, only an extension of the examination time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the damaged acoustic lens likely occurred due to handling the device. The cause of the foreign material likely occurred due to insufficient reprocessing of the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not pull the universal cord during an examination. The endoscope connector will be pulled out from the output socket of the light source and the endoscopic image will not be visible. Do not coil the insertion tube or universal cord into a diameter of less than 12 cm. Equipment damage can result and/or the ultrasonic image will be abnormal. Do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. Do not touch the electrical contacts inside the electrical connector. Ccd damage can result. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. All channels of the endoscope, including the balloon channels, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.